Event description:
Bd 20 gauge insyte IV catheter inserted. Good flashback and needle retracted. When attached to hub noted that the catheter had severed from the "pink winged IV mount" leaving the catheter under the skin. Pt required intervention in radiology special procedures lab to retrieve catheter. Diagnosis or reason for use: pt required IV fluids.